Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
May 03, 2017: litigation received. Pfs alleges two revision surgery on (B)(6) 2008 due to chronic pain, dislocation and discomfort. It was also reported that there was a friction and wear cobalt-chromium metal head and liner caused large amounts of toxic cobalt-chromium metal ions and particles on the patient's blood and tissue and bone surrounding. It is unknown that components were removed and whether depuy components were implanted during those revisions. Should any information be received to change the outcome of the investigation this complaint will be re-open. No medical records and laboratory values provided.

Manufacturer narrative:
(B)(4).

Event description:
Update ad 25 apr 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and medical records. Ppf alleges fracture component and dislocation with open and closed reduction. After review of medicla records for the MDR reportability, patient was revised to address failed tha. Revision notes reported of cloudy fluid, there was no looseness of the cup and the cup was preserved, the femoral side had an amount of osteolysis about the proximal femur, non-displadec fracture was noted at the anterolateral aspect of the proximal femur. Clinical visits reported of discomfort. X-ray showed continued lysis. Added law firm and hospital name.

Manufacturer narrative:
.

Event description:
Ppf alleges fracture component and dislocation with open and closed reduction. After review of medical records for the MDR reportability, the patient was revised to address failed tha. Revision notes reported of cloudy fluid, there was no looseness of the cup and the cup was preserved, the femoral side had an amount of osteolysis about the proximal femur, the non-displaced fracture was noted at the anterolateral aspect of the proximal femur. Clinical visits reported of discomfort. X-ray showed continued lysis. Added law firm and hospital name. Doi: (B)(4) 2005 dor: (B)(4) 2008 (right hip)

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update (B)(6) 2017: legal medical records received. Pfs alleges limited mobility and pain. After review of medical records for MDR reportability, mr stated discomfort, osteolysis and fracture. Part/lot information were updated. This complaint was updated on: (B)(6) 2017.